Manufacturer narrative:
G4: PMA/510(k): k926214, k923607. Since the actual sample was not returned, investigation of it could not be performed. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In the past two years for the product with the involved product code, there have been no events caused by the manufacturing process. Since the lot number was unknown, the manufacturing record and the shipping inspection record of the actual sample could not be investigated. In addition, since the actual sample was not returned and investigation could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved product was used. There were no problems with priming before use, and the product was able to be used. An attempt was made to suck blood using the product; however, it was unable to suck. A radifocus guidewire m was inserted into the catheter, and the guidewire passed through without any problems. The distal end of catheter was returned to the ascending aorta and attempted to suck blood with the distal end free; however, it could not be sucked. A new product was taken out and was able to be used without any problems. The actual product was confirmed outside the patient's body, and no kinks were found. The inside of the catheter was primed again after using the product. It could be primed without any problems. Although the radifocus guidewire m was discarded, there were some sections where the coating was split. It was reported that there was no harm to the patient and no medical intervention was performed. However, since it was complained that the coating was split, the possibility that the coating remains in the patient's body was undeniable. The procedure outcome was not reported. The final patient impact was not harmed. The event occurred intra-operative.